Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that after the percutaneous coronary intervention, when the physician tried to close the access, he decided to use angio-seal vip device. During the first push, when the anchor is engaged into the vessel, the mechanism had been blocked and it was not possible to maneuver with the system. The physician then removed the whole system. Later the physician used another angio-seal vip device and it worked correctly. Additional information was received on july 10, 2019. The sheath size used was 6 fr. The angio-seal was not anchored and pulled out completely. Hemostasis was achieved with manual compression and a femostop. The patient was reported to be in stable condition.

Manufacturer narrative:
One used 6fr angio-seal vip device was returned for evaluation. The carrier tube assembly was returned mated with the hemostasis sheath. The arteriotomy locator and cap of the guidewire were returned as well. Visual inspection revealed that there was no damage noted on the arteriotomy locator. The carrier tube assembly was found to be mated with the hemostasis sheath. The deployment sleeve was in the full rear lock position with the color bands fully exposed. The anchor had not fully exited the distal tip of the hemostasis sheath as would be expected when the deployment sleeve was in the rear lock position. Microscopic analysis of the distal tip of the sheath revealed that the anchor was still present within the sheath. No other visual anomalies were noted with the device. Functional testing was performed. The deployment sleeve was manually moved into the forward lock position, which caused the anchor and distal tip of the carrier tube to become exposed. The deployment sleeve was then moved into the rear lock position and the anchor posted to the sheath. Manual force was applied to the anchor and the suture unspooled as intended with collagen, but the tamper tube did not exit from the sheath. No other functional anomalies were noted with the device. The device was dissected to discover the cause of obstruction. Blood like substance was noted on the carrier tube assembly. The carrier tube was cut and the presence of the tamper tube was confirmed. Dried blood-like substances were observed on the tamper tube. There were no anomalies were noted with the tamper tube. Dimensional testing was performed. The tamper tube was dimensionally measured, the outer diameter of the tamper tube was 0.060'' and the inner diameter of the tamper tube was 0.024''. All measurements were found to be within the manufacturer specifications. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. Based on the investigation results it is likely that the device was not placed in the full forward lock position, or there was an obstruction to the anchor posting to the distal tip. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d10 and to update section h3. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.